Event description:
Pt presented at physician's office with fever, chills, n/v, diarrhea, and right chest, neck and arm pain, and rash with noted swelling. Pt was admitted to hosp on 4/09/94, with a presenting diagnosis of viral syndrome with severe dehydration and group a strep sepsis. At discharge on 4/19/94, the pt's secondary diagnosis was toxic shock syndrome, guide wire embolus, cellulitis, and pneumonia. On 4/15/94, a PICC line was successfully inserted. Per routine, a subsequent chest x-ray was done showing the catheter to be looped in the pulmonary artery. Subsequent x-rays were done after multiple retractions of the catheter had been done still showing it to be in the pulmonary artery. Since no change in the position of the end of the catheter occurred as evidenced by subsequent x-rays, there was the probability that a catheter fragment was lodged in the main left pulmonary artery. On 4/16/94, the PICC line guide wire was successfully removed under angiographic procedure through the femoral vein.